Event description:
During a stroke case the physician was using an aristotle 24 (a24-200-001) inside of a medtronic phenom 27 catheter to access the m1. The doctor noticed the tip was not moving when removing the wire.